Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h10. Additional info received on 06/18/2024 : additional contact person (name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 which includes type of investigation, investigation findings, component code and investigation conclusions. H11. The corrected field is d4 UDI number, additional information such as contact person occupation as biomedical engineer. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the unit was having issues with power due to which sometimes it would not power on. Actually, fse had found that the power management board was bad. Therefore, only fse had replaced the pcba, cardiosave and rohs power management, so, that after the replacement, fse had completed the cardiosave iabp pm services and also completed the full pm, calibration, safety and functionality checks per the service manual and passed to the factory specifications. The unit was returned for clinical service upon completion. The failure analysis and testing department received a power management board with a reported unit failure of unit would not power on. The fat dept. Performed a visual inspection of the part received, and the part is in good condition. The fat department installed the power management board in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-0016 rev e cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Verified the failure reported by the customer. The unit was alarming with constant sound at power up. The power management is defective. Retaining the board in the fat dept. Per procedure 0002-07-d008 rev ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is having issues with power, sometimes will not power on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is b)(6).